Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Retained devices were also tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. Visual examination of the provided urine sample found that small particulate matter was present. Returned devices from the reported lot number were tested with the provided patient sample, both after allowing the sample to settle and after mixing the sample. The results were read at 3 and 4 minutes and all devices yielded negative results. Quantitative hcg testing of the patient sample yielded a mean result of 1.6 miu/ml, which is consistent with the negative results observed in testing with the returned devices. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not tested during testing of either retained or returned devices. Complaints are tracked and trended on a monthly basis. Per the package insert: ¿ very low levels of hcg (less than 50 miu/ml) are present in urine and serum specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. ¿ as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. ¿ this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported a false positive result when testing a patient urine sample using the sure-vue serum/urine hcg-stat, lot 0000964417. The patient was being screened for pregnancy prior to removal of an iud. The initial test was performed within minutes of collection of the urine sample and yielded a positive result. The urine sample was taken to the lab, where it was retested with a sure-vue serum/urine hcg-stat test from lot 0001135519 and yielded a negative result. The sample was then spun down and retested with lot 0001135519, again yielding a negative result. The iud removal was delayed due to the initial positive result, however the customer confirmed that this delay did not lead to any adverse health consequences for the patient.